Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 480mg/dl with thirst, confusion, and fatigue. During troubleshooting, the patient admitted to repeatedly suspending/resuming the pump, and customer support attributed the excursion to a training/misuse issue. The patient remainis on the pump. This complaint is being reported as the patient experienced hyperglycemia subsequent to a use error.